Manufacturer narrative:
Evaluation summary: as received, the sewing ring was intact. Minor cuts in the sewing fabric were detected, most likely due to implant or explant. The valve exhibited characteristic markings which indicate a suture was looped around commissure 2. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 2. These markings were most likely left by a suture that was tied tightly down against commissure 2, thus leading to a gap at the coaptation region. Similarly at commissure 3, another suture track was noted at the free margins of leaflets 2 and 3. No inconsistencies were noted in the x-ray as the wireform is intact. X-ray. Device was received and evaluated. Initial evaluation using preliminary images stands. Evaluation results confirm initial assessment of a suture loop. No additional information or echo provided by the health care provider.

Manufacturer narrative:
(B)(4): suture loop of commissure. (B)(4): pictures of device. Pictures provided clearly indicated that the device failure was due to a suture loop. It is unknown if the patient had been taken off cardiopulmonary bypass before explant of this device. Echo on cd has been requested but not received. Device is to be returned for full evaluation. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
It was reported from the sales rep that the valve was not implanted due to failure to the sewing cloth. Per the cer: sewing ring cloth failure.